Event description:
It was reported that during a da vinci-assisted radical cystectomy with neobladder surgical procedure, the monopolar curved scissors instrument wrist was bent and stuck in the trocar. The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the wrist could not be straightened due to physical damage. There is no report of fragments falling into the patient's anatomy. The instrument was inspected prior to use, and no damage was observed.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The instrument was analyzed and found to have a broken main tube at the distal end. The proximal clevis was found to be dislodged as a result of the main tube breakage. There might be missing pieces from the main tube, but the size of the missing pieces cannot be confirmed. The complaint was confirmed by failure analysis. Review of the provided image is consistent with the reported complaint of damage to the main tube. Root cause of the failure mode cannot be confirmed without the returned device. The probable root cause is attributed to damage during use, which may result from an accidental drop of the instrument or inadvertent collisions with other instruments. Excessive side loading on the instrument can also cause the main tube wall to collapse inwards leading to cracking and subsequent breakage.